Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation as reported, the user discovered a white plastic fiber-like substance was discovered in the inner cannula of 'guardia access embryo transfer catheter'. The procedure was completed using a different device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One 'guardia access embryo transfer catheter' was returned for investigation. Under microscope there was ringlets of fluid residue inside of the clear tubing (likely the fluid introduced by the customer catheter). There was no visible substance that resembles the white fibers as the customer reported inside of the clear tubing. The inside of the gray hub was viewed under microscope and some debris could be seen along the inner surface. The shipping paperwork mentioned that the tube would be returned with liquid present and to use caution. As shown in the attached video, the liquid must have dried up during transit. Upon opening the tube, there was only what appeared to be a soapy like residue at the very top of the tube. There was no foreign matter that resembled the white fibers reported by the customer inside of the tube. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect transfer catheter occlusions prior to distribution. A review of the device history record (DHR) found nonconformances related to debris/defects inside and embedded into the device material. The affected devices in the lot were identified and scrapped prior to distribution. Therefore, this issue affects the entire lot. Review of the incoming inspection results for transfer catheter raw material lot has passing results. A complaint history database search revealed this to be the only complaint associated with this lot number. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: - "note: one cell mea tested and passed with 80% or greater blastocyst development within 96 hrs. Usp endotoxin (lal) tested and passed with 20 EU or less per device." Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the user discovered a white plastic fiber-like substance was discovered in the inner cannula of guardia¿ access embryo transfer catheter. The procedure was completed using a different device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.